Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a extracorporeal circulation procedure, there was an abnormal measurement of potassium (k+). The k+ value gradually increased up to 10 even if recalibration was performed to correct the k+ value. Extracorporeal circulation was completed by ignoring the k+ value. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Per the manufacturer's subsidiary, no further information is available for this complaint. No product will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: according to the information received from the manufacturer's subsidiary, the shunt sensor was gas calibrated prior to use. In spite of a number of in-vivo calibrations, the potassium (k+) measure drifted to high levels (according to hospital as high as 10 mmol / l). It was obvious to the user the measures were not accurate and the k+ measures were ignored. As other shunt sensor values were reasonable, the shunt sensor and blood parameter monitor (bpm) were used the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.